Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet.

Event description:
The customer report that their vela ventilator was alarming vent inop, motor fault, circuit fault, low pip and low ve during self test. There is no patient involvement.